Manufacturer narrative:
On apr 29 2020, additional information was received indicating both devices were intact. However, the patient did experience bilateral capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/30/2019 indicating the patient experienced bilateral rupture and underwent removal and replacement with mentor gel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 450cc, catalog number: 3504501bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced rupture on the right side. The rupture was confirmed by ultrasound. As a result, the patient underwent removal on (B)(6) 2019.